Event description:
It was reported that the operation went normally until the lens was injected into the eye. It then started to fall towards the vitreous before the irrigation/aspiration phase was started. The lens was in the right position when it came from the injector and it opened normally. Nothing out of ordinary was notified before the event. The lens was removed from the eye and a sulcus lens was implanted. A vitrectomy was required and the incision enlarged. A 35 minutes delays was reported and no further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 16th june 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint device presented with a plunger rod fully advanced. The handpiece assembly was inspected and no issues were identified. The complaint lens was observed to be cut. The lens was cleaned and presented with no issues that could have contributed to the complaint event. The complaint issues were not confirmed and could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.